Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
An afx bifurcated stent graft with a vela suprarenal aortic extension was implanted to treat an abdominal aortic aneurysm. The patient returned approximately 2 weeks post-op for a follow up exam to complete a CT. Review of the CT scan noted a lower pole infarction of the right kidney. As of the date of this report, there have been no additional patient sequelae reported, and the patient will continue to be monitored.

Manufacturer narrative:
At the completion of the clinical evaluation, based on the information received the following was confirmed; right lower pole kidney infarction. Cumulative knowledge informed by past assessments of similar complaints was applied to a review of the available medical information. The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned, evaluation was not completed. The right lower pole kidney infarction was due to the planned coverage of the renal artery with the graft (intentional off-label,user related). It was also likely anatomy related issues such as multiple accessory renal arteries with origins off the aneurysm sac definitely contributed to this event. Additionally, no known related cautionary product use conditions contributed to the event. Associated clinical harms included an anticipated renal ischemia and infarction. And, the final patient disposition was known to be discharged on post operative day one. Endologix continues to investigate this event and similar events to ensure the highest quality and patient safety. These types of events will be monitored and trended as part of the quality system.